Event description:
It was reported by the customer that the pyxis medstation es system unable to recover drawers 3.1 and 2.2. The customer stated that the malfunction caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that fault in drawer 3.1. A field service engineer, replaced drawer controller board and sensor pcb to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.